Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with cracked reservoir tube lip, severely scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported by the customer that their insulin pump display screen looks cloudy and is difficult to read. Customer stated they do not recall any significant events that lead to the alarm but the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 80 mg/dl at time of reporting. Nothing further reported.